Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right ventricular (rv) lead implant procedure, placement difficulty occurred due to stylet stuck in lead. The rv lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The distal conductor was extrinsically distorted due to kinking/buckling. There was blood on the distal conductor of the lead and it was obstructed. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the stylet stuck in it and it could not be removed. Destructive analysis was performed, visual inspection found the distal conductor distorted /buckled, and there was dried blood along the conductor length. The blood in the distal conductor most likely entered though the is-1 pin no inner insulation breach was observed. Distortion of distal conductor caused the stylet stuck in lead during implant procedure. If information is provided in the future, a supplemental report will be issued.